Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +19.5d) was implanted (B)(6) 2024. After three adjustment light treatments, the patient complained of blurry vision and reported dissatisfaction with the chosen refractive target. At a follow up visit, the lens was observed to be slightly displaced. The patient then underwent a prk procedure and a fourth adjustment before the lens was explanted. A new light adjustable lens (lal, sn (B)(6), +21.0d) implanted as a replacement.